Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. It would not be unreasonable to expect some degree of poly material wear after 12 or more years of implantation. Additionally, the investigation has determined that this product code has been inactive/obsolete since july 2002. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed.

Event description:
Patient revised due to pain. Inoperatively found polyethylene worn after 12-15 years implantation.